Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the suspect device: a biofilm/deposit accumulation attached to the external surface of the light guide lens was noticed. This deposit appeared to be crystallized on the light guide lens, likely as a result of exposure to heat, causing a decrease in output light. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports while preparing and evis exera ii ultrasound videoscope for the second use since receiving it back from repair, the physician saw smoke was coming out of the distal end just beneath the echo-head. There was no patient involvement.

Manufacturer narrative:
This report is being updated to report information that was available and not previously reported, and investigation findings. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Conclusion: the definitive cause of the reported events could not be established. Considerations: a kind of biofilm/deposit accumulation attached to the external surface of the light guide lens was noticed. Accumulation of a kind of biofilm/deposit adhered to the outer surface of the light guide lens was observed. Organic substances that are adhered adjacent to the illumination lens becomes heated by illumination light-the moisture evaporates. Decrease in output light. It was confirmed that the output light returned to normal when the said sediment was properly removed.

Event description:
Update: information not previously reported in the initial MDR. The scope had not yet been inserted into the patient at the time the problem was discovered. The procedure could not be completed at that time due to the scope was not usable. The patient experienced longer anesthesia due to the circumstances and the examination had to be repeated the next day, so again anesthesia and a patient who was not so satisfied. There were no reported adverse effects to the patient as a result of this occurrence.

Manufacturer narrative:
This supplemental report is being submitted to provide further legal manufacturer's investigation findings. Based on further investigation findings, although the patient required additional anesthesia and a surgical procedure delay, it is highly likely that this incident was not caused by the device. As previously reported, per the initial investigation, a biofilm/deposit accumulation attached to the external surface of the light guide lens was observed. However, the root cause could not be determined. This supplemental report includes a correction to e1, e2 , e3 and h6 codes to provide information that was inadvertently not included on the previous submission. Olympus will continue to monitor field performance for this device.